Manufacturer narrative:
Weight, ethnicity, race: unk. Device code (B)(4): off-label use (over 45yrs of age at date of implant). Claim #: (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -13.0/1.5/136 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. Low vault was observed. Lens remains implanted. Cause reported as unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B2-required intervention to prevent permanent impairment/damage (devices) b5-the reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -13.0/1.5/136 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a longer length lens due to low vault was observed. Cause reported as unknown. Patient is happy. D6b: (B)(6) 2022 . Claim# (B)(4).